Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that a bubble alarm was triggered leading to a pump stop during treatment. The customer then switched the cardiohelp into the emergency mode and was then not able to stop and re start the unit. The cardiohelp was exchanged. The cardiohelp was not made available for service and is in constant use since the event. No further issue was reported by the customer. As confirmed by the getinge service technician the event was most probably caused by an user error. Pump was either stopped correctly due to a bubble or due to for the therapy unsuitable settings. In the cardiohelp instruction for use (IFU) chapter 6.4.2 resetting the bubble stop is explained how the alarm is reset and how to re start the pump. In this event the customer was not able to re start the pump normally and instead switched to the emergency mode. The technician was in contact with the customer during the event via phone and confirmed that the emergency mode worked normally. The emergency mode is explained in the IFU chapter 3.11 emergency mode. As stated in this mode all alarms and functions expect rotary encoder and emergency button are disable. To leave the emergency mode the cardiohelp is switched off via the emergency button not the normal on/off key. The sales and service unit will make the customer aware of the above mentioned IFU chapters and the normal, emergency and stop mode functions. The review of the non-conformities has been performed on 2022-02-17 for the period of 2017-05-10 to 2021-08-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced on 2017-05-10. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge technician will investigate the unit in question.

Event description:
A bubble error during treatment was reported. Resulting the pump stopped. No indication of actual or potential for harm or death. Complaint number: (B)(4).